Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2021 and suture was used. During the procedure, while stitching the uterus, the suture detached from the needle and broke while tying the knot. No adverse patient consequences were reported. No additional information was provided.